Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. X-ray review revealed glenoid radiolucency as follows: 6 weeks: glenoid radiolucency in zones 1, 2, 3, 4, 5, 8; central peg radiolucency; z3: 0.5 mm; z4:0.5 mm; z6: 0.4 mm. Three (3) month: glenoid radiolucency in zones 1, 2, 3, 4, 5, 8; central peg radiolucency:; z2: 0.4 mm; z3: 0.5 mm; z4: 0.5 mm; z5: 0.3 mm. One (1) year: glenoid radiolucency in zones 1, 2, 3, 4; central peg radiolucency; zone 3: 0.5 mm; zone 4: 0.5 mm; zone 5: 0.5 mm; zone 6: 0.4 mm. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). Medical product - versa-dial comprehensive taper catalog #: 118001 lot #: 053000, pt hybrid glenosphere post regenerex catalog #: pt-113950 lot #: 970050, comprehensive primary stem 13 mm mini catalog #: 113633 lot #: 000420, comprehensive shoulder modular head catalog #: 113044 lot #: 698230. This report is number 3 of 4 mdrs filed for the same patient (reference 0001825034-2017-02191 / 02193 / 05033).

Event description:
It is reported that the patient underwent a total shoulder arthroplasty. Subsequently, the patient developed right wrist and forearm pain one day post-operatively that reportedly resolved three days post-operatively without medical intervention. Pain, instability, moderate acromioclavicular joint tenderness, biceps tendon tenderness, and supraspinatus/greater tuberosity tenderness were noted at six week post-operative follow-up. Continued pain, instability, and mild biceps tendon tenderness were noted at three month post-operative follow-up. Lastly, post-operative radiographs noted heterotopic ossification formation around the humeral shaft approximately fifteen months post-implantation and radiolucency around the glenoid components from six (6) weeks and continuing into (1) year post-operatively. The surgeon does not plan to revise the patient at this time, as the issue is reported to be tolerated. No further information is available.